Event description:
It was reported during a transseptal puncture procedure using a sjm brk needle the aorta was perforated. The physician advanced the needle through the introducer and contrast was injected to visualize the fossa ovalis. Contrast was not seen in the fossa ovalis so the needle was rotated and contrast was injected again, revealing opacification within the adventitia of the sinus of valsalva. An echocardiogram was performed immediately and the procedure was aborted as the physician felt heparin infusion was contraindicated at this time. A f/u echocardiogram was performed 24 hrs later and no abnormal findings were reported. The pt's status was listed as ok.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the info provided to st jude medical, the cause for the reported event remains unk. The device was not returned for eval and review of the device history record was not possible as the serial/lot number is unk. The root cause classification cannot be determined as the device was not returned for investigation.